Event description:
It was reported that the atrial lead alert triggered, and the atrial lead exhibited low impedances and noise. The atrial alerts were turned off, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported by the patient that the physician stated the lead "is not placed correctly". Physician continues to monitor the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance: 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 15:00:13. Daily lead impedance trend data shows a impedance decrease for atrial pace bi impedance = 342 to 57 ohms minimum between (B)(4) 2012.